Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that immediately following a tumor ablation procedure, the patient experienced new word finding difficulty. The patient was then prescribes 24 mg of dexamethasone tapering for 10 days then a final dose of 12 mg dexamethasone. It was reported that the event was resolved 4 days following.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.